Manufacturer narrative:
Product event summary: device was returned and analyzed. Visual inspection of the sheath showed that the device was intact with no apparent issues. Air aspiration was reproduced when a test balloon catheter was introduced through the sheath. Also, a dissection showed the hemostatic valve was leaking. In conclusion, the reported issue was confirmed through testing. The sheath failed the returned products inspection due to a leaking hemostatic valve.

Event description:
It was reported that during a cryoablation procedure, there was a suspected anomaly with the valve of the sheath. The sheath was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.